Event description:
It was reported "during surgical use, the head end gets stuck on the sheath and can't get in or out". Additional information states that another catheter was inserted to continue therapy. The second catheter was inserted into the same insertion site. No patient harm or injury reported. The patient's current condition is reported as "fine'.

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The iabc central lumen within the flex-tip assembly area was noted damaged; the flex tip assembly was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 76.7cm from the iabc luer end. The distal end of the bladder was noted no longer attached to the iabc distal tip upon receipt of the sample. Only the unraveled wire-round (part of the flex-tip assembly) and some of the flex tip assembly were returned with the sample; the iabc distal tip and central lumen, including some of the polyimide (part of the flex-tip assembly), were not returned with the sample. Upon further inspection, no damage was noted to the material at the distal tip of the bladder membrane; all balloon material was present. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0067in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe despite the inner cannula separation from flex-tip assembly. No abnormalities or debris were noted. The iabc was leak tested and multiple leaks were detected from the iabc bladder. A leak was also immediately detected from the iabc luer. The leak from the iabc luer is consistent with the previously confirmed damaged central lumen. Two leak sites were noted in a similar location on the iabc bladder at approximately 6.7cm from the iabc bladder tip; the leak site is consistent with contact from the damaged/separated end of the central lumen. No other leaks were detected. A lab inventory 0.025in guidewire was unable to be back loaded through the damaged central lumen. The lab inventory guidewire was front loaded through the iabc luer. Resistance was noted at multiple locations; then, the guidewire exited the central lumen at the location of the inner cannula separation. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab "stuck on the sheath" is unable to be confirmed. Upon return, various damages were immediately noted to the iabc. The damages included bladder leaks and damages to the central lumen, including the flex tip assembly and distal tip; also, a section of the iabc was not returned. Due to the combined damages and returned state of the device, it could not be confidently determined whether any of the damage occurred prior to or during insertion. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported "during surgical use, the head end gets stuck on the sheath and can't get in or out". Additional information states that another catheter was inserted to continue therapy. The second catheter was inserted into the same insertion site. No patient harm or injury reported. The patient's current condition is reported as "fine'.